Manufacturer narrative:
(B)(4) (eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The patient was scanned in a head first supine position with the spine 15ch coil, while a sense head coil was also on the table, not connected. The arm of the patient made contact with the cable of the sense head coil during scanning and afterwards a 2nd degree burn of approximately 1x3 cm was found.